Event description:
It was reported that a customer went to the emergency room due to diabetes-related high blood glucose levels while using an insulin pump and related supplies. The highest recorded blood glucose level was 450 mg/dl. There was no injury caused by the event, and no permanent damage was identified. The customer was treated with antiemetic and insulin through IV and fluids, which resolved the issue. The pump was checked and confirmed to be functioning correctly, with no issues observed with the cartridge, infusion set, or insulin. The customer was discharged on the same day after treatment.